Manufacturer narrative:
The reported event of low lead impedance was confirmed. A complete lead was returned for analysis. As received, x-ray and electrical testing did not find any indication of conductor fractures although the lead was shorted while performing the hi-pot test. Destructive analysis found the inner insulation was damaged at the coil compressed region consistent with procedural damage. The cause of the reported event was isolated to the procedural damage found on the lead.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an initial implant procedure, the right atrial and ventricular leads showed acceptable values when measured through the pacing system analyzer (psa). However, after the leads were connected to the device, the ra lead exhibited low, out of range, pacing lead impedance. The lead was disconnected and reinserted into the device header; however, the issue remained. Upon connecting the lead to the psa, the impedance value was still low, out of range. The lead was explanted, and a new ra lead was implanted with normal values. The patient was stable throughout the event.